Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) reading of hi with passing out, extreme drowsiness, symptoms of dehydration, and confusion. The patient was taken to the emergency room. They were treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and it was noted that the all settings were correct. The basal delivery totals in tdd do not match, variation due to known cause of prime menu accessed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the pump history showed the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. The pump passed delivery accuracy testing and was found to be delivering within the required specifications.